Event description:
Electrocardiogram (ECG) 3m¿ red dot¿ monitoring electrodes and phillips m16730 leads noted to be on patient after MRI exam. Patient noted to have red/blistered area under electrodes.

Event description:
Electrocardiogram (ECG) 3m¿ red dot¿ monitoring electrodes and phillips m16730 leads noted to be on patient after MRI exam. Patient noted to have red/blistered area under electrodes.